Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient had called stating that her infusion was complete, but the pump continued to beep. The settings had been reviewed, showing a remaining volume of 10.2 ml, a rate of 2.2 ml/hr, and a total volume delivered of 91.50 ml. It had been explained to the patient that the infusion had not yet been completed. Troubleshooting was performed but the alarm persisted. Upon restarting the infusion, the "no disposable" alarm had returned. The pump had been powered down, and the patient had been instructed to contact the clinic for further instructions. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.